Event description:
It was reported that the primus had stopped ventilating during the procedure and had failed to mix the gases. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Manufacturer narrative:
The device log file was analyzed for the reported date of event, november 6th 2024. The reported gas mixer failure could be confirmed. The mixer detected a too high mixed gas flow compared to the valid user settings as well as a difference between the calculated and measured tank pressure. Based on the logfile analysis and considering experience from the field, this most likely was caused by a faulty tank pressure sensor ptank. However, the vtank valve and pcb mixer are also possible causer. The device reacted to the detected situation as specified and initiated an autonomous shutdown of the gas mixer. A "gas mixer fail" alarm was given. The therapy was continued using the o2 safety flow valve. All eligible parts were replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The failure rates of the replaced components are inconspicious and accepted by the responsible product quality board. Based on the investigation results an interruption of ventilation or a drop in peep to ambient pressure could not be confirmed. In consequence, the case was subsequently assessed as non-reportable.

Event description:
It was reported that the primus had stopped ventilating during the procedure and had failed to mix the gases. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.